Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture thresholds and extracardiac stimulation were observed. Lead perforation was noted. The lead was explanted and replaced. The patient was discharged.